Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app). The app system was explanted and a new 20cm x 14mm app was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.